Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. The device was not returned for evaluation. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of valve embolized into ventricle was unable to be confirmed. No potential manufacturing non-conformance were identified during the evaluation. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), valve embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. As reported, 'during procedure, there difficulty positioning the valve in the native annulus due to aorta inadequacy (tortuosity). Coaxial alignment was obtained after performing manual maneuvers (pulling the delivery system back and forward). Post deployment, the valve embolized into the ventricle due to the low degree of annular calcification.' Aortic valve calcification is important for stable anchoring of the prosthesis to the aortic annulus. Additionally, the valve alignment could not performed in a straight section due to tortuous anatomy, it could create the tension between the valve and delivery system; subsequently, the tension released during the valve deployment, and it could result in valve embolize into ventricular. As such, available information suggests that patient factors (minimal calcification on native leaflet/tortuosity) and/or procedural factors (release stored tension during the valve deployment) may have contributed to the complaint event. Since no labeling or IFU inadequacies were identified, no corrective/preventative action nor product risk assessment (pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
Edwards received notification from our affiliate in ireland. As reported, this was a case of an implant of 29mm edwards sapien 3 transcatheter heart valve in aortic position by transfemoral approach. During the procedure, there was difficulty positioning the valve in the native annulus due to aorta inadequacy (tortuosity). Coaxial alignment was obtained after performing manual maneuvers (pulling the delivery system back and forward). Post deployment, the valve embolized into the ventricle due to the low degree of annular calcification. It was decided to proceed with surgery to remove the embolized valve. The final outcome of the patient was good.

Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. The device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for delivery system fine adjustment difficulty was unable to be confirmed as neither device nor applicable imagery was provided. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined. Additionally, a review of DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manuals revealed no deficiencies. As reported, 'during procedure, it was found fine adjustment difficulties due to the low degree of calcification of the native valve annulus. The valve deployment result in a valve embolization into the ventricle'. It is possible that due to the reported low degree of calcium was present on native valve, instability may have resulted during valve deployment as insufficient amount of calcification can lead to improper anchoring of the valve to the patient annulus. Additionally, it was mentioned that the user had fine adjustment difficulties prior to the thv's embolization into the aorta. Per the IFU, 'be patient during initial fine adjustment. The flex catheter may need to be supported by the aortic arch to help enable fine positioning'. It is possible that the user may have over adjusted when using the fine adjustment wheel to control fine positioning of the thv. As instructed by the training manual, 'rotate the fine adjustment wheel away from you to adjust the thv ventricular. If the wheel was overly dialed this can potentially cause the valve being positioned too ventricular to the patients' base cusps and lead to the reported event of ventricular thv embolization. Although a definitive root cause was unable to be determined, available information suggests that patient factors (low calcification on leaflets) and procedural factors (over rotation of fine adjust) may have contributed to the complaint event. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment (pra) is required at this time. Per the instructions for use (IFU), valve embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, investigation results suggest/indicate that procedural factors contributed to the event (alignment difficulties). As per medical opinion, the perceived root cause of the valve embolization was the low degree of calcification of the native valve annulus. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.

Event description:
Edwards received notification from our affiliate in ireland. As reported, this was a case of an implant of 29mm edwards sapien 3 transcatheter heart valve in aortic position by transfemoral approach. During the procedure, there was fine adjustment difficulties due to the low degree of calcification of the native valve annulus. The valve deployment result in a valve embolization into the ventricle. It was decided to proceed with an open surgery to the patient. The final outcome of the patient was good.